Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal delivery totals in total daily dose do not match active basal program total, there was no known cause for variation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the black box shows following activity: time and date resetting to default following a por at 3:01pm (B)(6) 2015; the time was then manually set to 3:11am (B)(6) 2015. Total daily dose for testing period shows 48 basal units delivered. Pump passed delivery accuracy test and found to be delivering within required specifications. A battery compartment is cracked between the threads and the bumper pad. Corrosion observed in battery compartment. Leak test verifies leak in battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.